Event description:
Reporter noted recurring problems of endophthalmitis at facility in late 1999. Outcome of pts reported as very good, with recovery of vision in all cases. Customer checked handpiece after normal cleaning and felt handpice was contaminated with material, such as lens debris from previous surgery, a possible cause for the reaction seen. Received follow-up info from customer on seven pts; each had a different surgeon at time of initial procedure. Customer questions if corrosion of the lumen surfaces could be a factor in the retention of the biological debris detected. This pt had phaco od with clear corneal incision, pc iol, and no stitch in 1999. Painful eye since day after operation; endophthalmitis one day post-op. Hospitalized for eight days. Had vitreous biopsy, intravitreal antibiotics and vitrectomy. Vitreous biopsy grew streptococcus. Resolved over five months.